Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer failed to resume insulin by reconnecting to their infusion site after taking a shower. While hospitalized, the customer was treated with intravenous insulin and potassium and released 3 days later.